Event description:
Respiratory therapist (rt) responding to ventilator "circuit occlusion" alarm. Vent and patient checked - no problems witnessed. This occurred a few times in several minutes with increasing frequency. Rt manually ventilated patient and conducted circuit leak check / est (extended self test). Vent passed without problems. A very faint musical harmonic was heard coming from the vicinity of the ventilator exhalation valve. At this time, manual ventilation was continued and the ventilator was removed from the patient. A new machine was checked and placed on the patient. The alarm condition ceased. The patient appeared to be unharmed and the ventilator with the alarm condition was saved with all circuitry attached for review.